Manufacturer narrative:
The customer complaint of a tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the connection between an IV tubing and a non-carefusion/bd trifuse during a tpn infusion, dosage and rate not specified. The set was replaced and the infusion continued without incident. There was no patient harm.